Event description:
Customer stated she was attempting to bolus and the screen went blank. Blood glucose was 366 mg/dl, treated with manual injection. The device did not show any signs of physical damage. The device was not dropped, bumped, or exposed to moisture. Customer uses recommended battery. Contact on battery cap was not missing or damaged. The battery compartment nor the springs was neither damaged nor corroded. Customer inserted the battery and display returned. The device then alarmed unexpected restart. Temporary basal was not programmed prior to alarm occurring. The device was stored or not in use for an extended period of time. Customer was advised to monitor the device and call back if issues persisted. Troubleshooting for failed battery test was not completed as customer did not have another new battery. Customer called back she found a new battery. Assistance was provided to reprogram the device. Blood glucose was 399 mg/dl and was going to bolus. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.